Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the physician found the peel away sheath tap broke off during use.". No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported that "the physician found the peel away sheath tap broke off during use.". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for analysis. Signs of use in the form of biological material was observed inside the sheath body. Visual analysis revealed that the one side of the sheath tabs had split/separated from the assembly. A portion of the sheath extrusion was still molded to the separated tab. Aside from this, one of the score lines was completely split down the extrusion. Other than the separation towards the tabs, this split appears functional and uniform. Microscopic examination confirmed the damage and revealed a small divot on the sheath extrusion directly adjacent to the separated tab. It was also noted (on the same corresponding side of the divot) that the score line did not separate as intended. It was also noted that the distal starting points of the score lines did not properly line-up with the tabs. This likely contributed to the defect. The catheter sheath length from the tabs to the distal tip measured 4" which is within the specification limits of 4 7/8"-4 1/8" per the catheter peel-away product drawing. The sheath inner/outer diameter could not be accurately measured as one side of the sheath score line was already split. A device history record review was a relevant finding was identified. A non-conformance was initiated for batch 34c21a0063 to address the issue of a peel-away sheath tearing incorrectly. The IFU provided with the kit informs the user, "withdraw peel-away sheath over catheter until sheath hub and connected portion of sheath is free from venipuncture site. Grasp tabs of peel-away sheath and pull away from the catheter (refer to figure 6), while withdrawing from vessel until sheath splits down its entire length". The report that a peel-away tabs separated during use was confirmed through complaint investigation. Visual analysis revealed that one of the peel-away tabs had separated from the assembly. A portion of the sheath extrusion was still molded to this separated tab. Despite the damage, the sheath met all relevant dimensional requirements. Due to the issue with the score lines not being correctly aligned with the peel-away tabs, it was determined that this issue is likely molding related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.